Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2014 with the following findings: a loss of prime with non-zero force event was recorded in the black box history. There were no loss of primes observed during investigation. The force sensor calibration reading was observed to be within specifications. The display was observed to be faded and pink. The contrast and down buttons were observed to be intermittently unresponsive to testing. The ok and up buttons were functional. There was no damage to the keypad observed. The keypad was removed and contamination under the contrast and down button contacts was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated the cartridges had been changed and that the issue remained unresolved. The reporter denied cracks or damage to the pump casing and stated that the cartridge and battery caps were secure. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.